Manufacturer narrative:
The surgeon reported that during the implant surgery, the recipient's epineurium damaged but nerve fibers were not damaged. Intraoperatively, the recipient reportedly had conduction block, the nerve was decompressed, and the implant surgery was completed. The recipient's house¿brackmann (hb) score was 6 for paralysis, postoperatively; however, the nerve function is improving and the hb score is 3. The recipient's dizziness has resolved.

Event description:
The recipient is reportedly experiencing dizziness and facial paralysis following the initial implant surgery. It was reported that there was a complication with the anesthesia, which caused the recipient to move during the drilling of the facial recess and the facial nerve was damaged. The recipient was implanted. The recipient is currently being monitored.

Manufacturer narrative:
The recipient is reportedly making progress with the nerve injury.

Manufacturer narrative:
UDI number: (B)(4). The recipient's facial nerve is reportedly healing and the recipient continues to gain more function. No further treatment for the facial nerve injury is being provided at this time. The recipient remains implanted and is utilizing the device. This is the final report.